Manufacturer narrative:
The pad device was installed on 04/05/2013 and the device performed to specification until (B)(6) 2013. Initial testing of the returned device had a red flashing led and chirping present. The device was disassembled for investigation and it revealed a failure of the q35 component. This would result in the device red status led flashing confirming the reported fault. Q35 was replaced and the device performed to specification with the green status led flashing. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the red status indicator was flashing and the pad-pak was still in date. A device in this fault of the device to perform as intended if required.